Event description:
It was reported that 3 ml syringe luer-lok tip w/tip shield bulk non-sterile was missing label information. The following information was provided by the initial reporter: "I have ordered on order (B)(4), 72000ea from reference (B)(4). However, we have 1 box of 1600ea without label on the box or identification in the box, see picture attached. Therefore, we can not accept these boxes without label."

Manufacturer narrative:
H.6. Investigation: one photo of a box with shipping label attached was received and evaluated. No defects could be confirmed based on the photo provided. The reported defect was not identified in the samples received. Additional evidence and information were requested with no response received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml syringe luer-lok tip w/tip shield bulk non-sterile was missing label information. The following information was provided by the initial reporter: "I have ordered on order 20001748, 72000ea from reference (B)(4). However, we have 1 box of 1600ea without label on the box or identification in the box, see picture attached. Therefore, we can not accept these boxes without label."